Event description:
The customer advised a mindray service rep that prior to using the monitor on a pt, they saw sparks and flame coming from the monitor. No injury was reported.

Manufacturer narrative:
A company service rep determined that a capacitor (c92) on a printed circuit board (B)(4) on the nibp module had failed. Mindray engineering reviewed the applicable product documentation, and confirmed that the capacitor selected is appropriate for the application, based on the potential worst case voltage scenario. The monitor in question was mfg in 2001. Production of the passport xg was discontinued in 2002.